Event description:
Heartflow identified a potential computed tomography (CT) dataset was incorrectly accepted for processing an analysis.

Manufacturer narrative:
As part of heartflow's internal review, we identified that a computed tomography (CT) dataset was potentially incorrectly accepted for processing the heartflow analysis. The investigation determined that the available CT dataset did not meet heartflow's image quality requirements. Heartflow incorrectly assessed the image quality in this dataset during the acceptance of this case due to misinterpretation of the CT data by the automated technology and inspection process. The physician was notified of the investigation results and has not indicated a safety event with the patient at this time. Heartflow analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the output should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.